Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was stated that the customer was hospitalized for low blood glucose as well as having a seizure. No low blood glucose reading was reported. The infusion set was changed after the hospitalization and the blood glucose reading went to 600 mg/dl and it was treated. It was reported that the customer again experienced a seizure after the high blood glucose reading. Troubleshooting was performed and the insulin pump was programmed correctly and was recording the reservoir volume correctly. The insulin pump was not exposed to an MRI, but it was stated that the customer may have exposed it to other powerful magnetic field a few weeks earlier. The displacement test was performed and the insulin pump passed the test.